Event description:
It was reported via repair work order that the head end right and left siderails were not locking due to bent panels. It was also reported that the power cord was damaged and had exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail would not stay upright. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the head end right and left siderails were not locking due to bent panels. It was also reported that the power cord was damaged and had exposed bare wires. Supplemental submitted with evaluation results.